Event description:
On 29-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in spain. The patient's mother reported that her child's infusion set's tubing was not holding the tube side at the quick release that was matching it, so she had to remove the infusion set and put another one. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that her child's infusion set's tubing was not holding the tube side at the quick release that was matching it, so she had to remove the infusion set and put another one. No further information available.